Event description:
The patient reported that their pain level had been increasing over months and years and that the pump no longer did as good of a job at helping with the pain as it previously had. When the patient originally got the pump it was ¿so hot in her abdomen, my pelvic region because of adhesions really bad from a lot of surgeries¿. The patient also reported lower back pain but didn¿t hurt quite ¿as bad as it did now¿ and ¿the pain is starting to get unbearable¿. The patient had been receiving ¿injections and stuff¿ and it just hadn¿t been really seeming to do much. The patient ¿hurt" on lumber four where she broke her back 10 years ago and the pain had been getting worse as time went by. The patient hurt everyday but the amount it hurt depended on what they did. The patient didn¿t do a lot because they were in pain a lot. The patient planned to see the hcp to discuss options. The patient later reported no problems with the device or therapy. The patient later reported that she has had issues with pump since she received it and was not even sure if it has ever worked. The patient reports they had to have additional surgery (after the implant) and because it was falling out of place again the patient planned to have it removed. The pump was used to deliver clonidine and dilaudid (hydromorphone) additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc lot# n188117011, implanted: 2009 (B)(6), product type catheter. F(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient had her pump replaced in 2013 because the pump "kept breaking down" and the patient kept having to have surgery on it. The patient did not want to keep having surgery, so she had the pump removed. No further issues were reported or anticipated.